Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat abdominal aortic and left common iliac aneurysms. The trunk-ipsilateral leg component was advanced from the right side and deployed utilizing the crossed legs technique with no reported issues. It was reported that cannulation of the contralateral gate from the left side proved difficult due to the patient¿s reportedly long anatomy. The decision was made to remove the contralateral leg component (pxc141200/12536556) and advance the 12fr. Gore®dryseal sheath and dilator more proximal into the contralateral gate. However, the device would only advance to within 1-2 cm distal of the gate. Upon removal of the contralateral leg component it was noted the graft had separated from the delivery catheter and only the deployment line remained attached to the catheter. The cause of the separation of the contralateral leg component is unknown as it was reported the physician did not rotate nor twist the graft during the attempted cannulation of the gate. Further, it was reported no excessive force was used during the advancement of the device. In an effort to determine if the endoprosthesis would deploy the physician elected to deploy the contralateral leg component outside of the patient. Reportedly, the device fully deployed without issue on the back table. In order to complete the procedure the physician elected to implant another contralateral leg component (pxc141000/11816228). After several failed attempts to advance the sheath and endoprosthesis into the contralateral gate the decision was made to exchanged the 12fr. Gore®dryseal sheath with a 12 fr. Cook sheath measuring 30cm in length. An iliac extender component (pxl161407) was advanced and implanted from the left side. The contralateral leg component (pxc141000/11816228) was then advanced and positioned within the iliac extender component and deployed without any reported complications. A final angiography showed no endoleaks and proper sealing of all endoprostheses. The procedure was concluded and it was reported the patient tolerated the procedure.

Manufacturer narrative:
Devices were sent to gore for analysis. The returned products (pxc141000) exhibited blood stain, indicating that the products were inserted into the patient¿s body and retracted. It was reported to gore that ¿delivery catheter shaft breakage (at endoprosthesis end towards hub), discovered after retrieval from dryseal. Dryseal did not reach inside contralateral gate and contralateral leg prosthesis did not pass through either (passed only approx. 1.5 cm outside sheath) and was pulled back. This happened also in a second leg prosthesis¿. The gore® excluder® aaa endoprosthesis instruction for use (IFU) states, ¿do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position¿. Additionally, the IFU states, ¿do not attempt to withdraw any undeployed endoprosthesis through the 12fr or 18fr introducer sheath. The sheath and catheter must be removed together¿. The returned product showed polyimide guidewire lumen breakage. It appeared that the detachment was due to a polyimide guidewire lumen¿s tensile failure while the trailing olive junction remained intact. Based on the available information and evaluation of the returned portion of the product, the root cause for the catheter shaft breakage could not be determined at this time. However, use outside of the IFU was noted and may have contributed to this event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was sent to gore for analysis. Further information will be provided. Also, the pxc141000/ 11816228 was involved in this complaint.